Manufacturer narrative:
Driveline fracture reported in MFR. Report # 2916596-2020-02055. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient switched to power module due to a possible driveline fracture. The patient stated that she unplugged for less than 5 minutes and moved the power module. The patient had a yellow wrench and red battery alarm. The account attempted to troubleshoot by replacing the battery but received the same alarms. The alarm was from the power module. The alarms stopped once the battery was disconnected and the machine was unplugged. A yellow wrench and red battery alarm showed on the power module. All lights were lit up. The patient was stable. There was no change in the patient's plan of care. A new power module was requested. A loaner was received from abbott.

Manufacturer narrative:
DHR review: the power module assembly (pn 103286) was built in feb 10, 2020 (per shop order (B)(4). The top assembly (pn 1340) was packaged and placed into inventory on feb 24, 2020 (per shop order (B)(4). The unit was sent to the customer on apr 14, 2020 (per sap transaction# (B)(4). The unit had no previous services. The pm pcb assembly (pm board) was installed when unit was built (pn 101837 rev r; sn: (B)(6). Manufacturer's investigation conclusion: the reported event, of a faulty backup battery alarm (red battery/yellow wrench) was observed when the power module was evaluated by technical service. The defective battery fault was able to be cleared but returned after several hours of operation. The backup battery replacement sequence was followed ¿ where the battery is connected before ac power. Technical service checked the unit with a reference backup battery and verified that the battery clip connection was proper and secure. No issues with the installed backup battery or battery clip connection were observed. The backup battery alarm was able to be cleared with a reference (known good) battery and the installed battery. The pm board was removed from the unit and checked on a reference power module. The backup battery alarm (red battery and yellow wrench illuminated) functioned properly. The alarm occurred when a defective battery was installed. The alarm was able to be cleared when a reference battery was installed. The battery alarm did not (inappropriately) return after it was reset. Power module backup battery setup and maintenance are addressed in the heartmate ii lvas IFU, the heartmate ii lvas patient handbook, and the heartmate power module instructions for use. Power module alarms are addressed in the heartmate ii lvas IFU and the heartmate power module instructions for use. Clearing the backup battery (red battery/yellow wrench) alarm is documented in the heartmate ii lvas IFU ¿ ¿when the power module alarms, a continuous audio tone and the yellow wrench and red battery symbols illuminate. To clear the alarm, first disconnect the pm from ac power then connect the internal backup battery.¿ no further information was provided. The manufacturer is closing this event.